Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified second diagonal of left anterior descending (lad) artery. A 10/3.00 flextome¿ cutting balloon¿ was selected to treat the target lesion. During procedure, first inflation was performed at 6atm. Subsequently, second inflation was performed at 11atm; however, it was observed that the contrast media leaked from the balloon to the vessel. Furthermore, the balloon was noted to be ruptured. The device was completely removed from the patient's body and the procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good.